Event description:
It was reported when the physician "was busy to insert the catheter there was resistance. When catheter was removed dr notice the needle was dislodge from the syringe and stayed in the patient's groin. Dr was able to retrieve the needle from the patient without event. It is broken off at plastic hub.". No patient harm reported. The device was replaced.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a broken needle hub was able to be confirmed by the photo. The photo revealed an ars and introducer needle with a separated hub. The defect appears consistent with damage due to a design issue. A device history record review was performed, and no relevant findings were identified. The customer report of needle hub separated was confirmed by visual inspection of the customer supplied photo. The photo revealed the introducer needle's hub had completely separated. A device history record review was performed, and no relevant findings were identified. Based on the condition of the observed needle hub, design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the physician "was busy to insert the catheter there was resistance. When catheter was removed dr notice the needle was dislodge from the syringe and stayed in the patient's groin. Dr was able to retrieve the needle from the patient without event. It is broken off at plastic hub." No patient harm reported. The device was replaced.